Manufacturer narrative:
Device in wrong position: based on the clinical details provided, the cause of the device in wrong position is most likely due to the patients condition as the pump was running deeper due to the patients anatomy. Placement signal issue/false alarm: due to a lack of data logs or product returned, the cause of the placement signal and false alarm issue cannot be established.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. From time of insertion, the placement signal was ~30 points lower than patient's arterial line. The patient is non-ischemic cardiomyopathy with a large left ventricle; the pump is running deeper in the anatomy. This is triggering placement signal low alarms. It was reported that the patient was stable.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. H6 medical device problem code a0709 was added since the initial report was submitted.